Event description:
Contact reports that during a monarch revision case, the surgeon used an x20 driver to remove old set screws. Surgeon decided to reuse one of the already implanted set screws of the existing construct. A final tightener from another depuy spine product family (sfx) was used to tighten set screw to 65 lbs. He used the monarch modular x20 hexlobe driver to further tighten the set screw and its tip broke off in the set screw. The broken tip remains in the implanted screw. It was reported that the customer decided not to use a screw removal set was available.

Manufacturer narrative:
No definitive conclusions can be made as the driver is not available for evaluation. Review of the device history record cannot be performed as its lot code is unknown. The age and condition of the driver prior to breakage are unknown. The hexlobe driver is a reusable surgical instrument and will become worn with usage over time. Events of this nature can result from wear and/or the application of atypical force upon the device during usage. The instrument is made of stainless steel and although it is not implant grade, it is controlled in its manufacturing and specifications. In particular, it is resistant to corrosion in a variety of environments, including blood. The likelihood of any biocompatibility issue resulting from the malfunction is extremely low. At this time, the complaint is considered to be closed. Device lost by customer.